Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has become intermittently unresponsive over the past 4 days. She noted that the ok button does not click or spring back when pressed. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture, and stated that the patient wears the pump on her pants with a clip, or in her pocket.